Event description:
Customer reports on (B)(6) 2014; the impactor is getting stuck in implant during an unk procedure. The surgeon is unable to remove it after impacting shell, because it will not un-thread. Customer states there was a delay in surgery of greater than 30 minutes. No additional info was provided on pt outcome. Pt age and gender are unk.

Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)), noted the axle pin in the universal joint backed out allowing the joint to come apart. The cause of the malfunction in this event could not be determined by the distributor. No further investigation is required. Complaint information provided by (B)(4). Complaint sample not returned to the manufacturer (greatbatch). Product was manufactured in 2009. Not returned to manufacturer.

Manufacturer narrative:
(B)(4) is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Investigation is currently in process. Once completed a follow-up medwatch 3500a will be submitted.